Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported experiencing a blood glucose level of 310 mg/dl, ate 3 be, and bolus calculator suggested 16 units of insulin. Patient stated he gave 6 units via the pump and 2 units via pen. Patient alleges the bolus calculator calculated in a wrong way. Patient reported he is concerned about his blood glucose level. No adverse event reported. Requested return of the alleged meter for evaluation.